Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure there was a drop in pressure approximately one minute into therapy. Fluid was noted to be leaking out of the cervix. A hole was noted in the balloon. A second catheter was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4): conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.